Event description:
Device malfunction: thumbwheel froze, stent manually deployed. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a superficial femoral artery stenting procedure, during stent deployment the thumbwheel stopped and would not turn any further. The physicians pulled on the stent delivery system to manually, fully deploy the stent within the target lesion. There was no adverse patient effect. Though requested no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.